Event description:
Boston scientific received information that telemetry could not be established with this pacemaker. It was noted that this device was used for training purposes only and had not been implanted in a patient.

Manufacturer narrative:
Analysis of the returned product is ongoing. This report will be updated upon completion of analysis.

Manufacturer narrative:
Analysis confirmed the reported observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation of the device case noted no anomalies. Analysis testing noted the device had no output and no telemetry. The device case was removed and microscopic visual inspection of the internal circuitry revealed that a weld was broken resulting in the clinical observations. Further inspection of the weld noted that the weld itself had been completed within specifications. After the battery was reattached to the weld post, the device regained telemetry and the device was observed to operate normally.